Manufacturer narrative:
Investigation summary: bd did not receive photographs and samples from the customer in support of this complaint. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw issue."